Event description:
It was reported that a spectrum iq infusion pump's keys 1 and 2 were not working. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing,'keypad not working (1&2)' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be #2 key is sticking when depressed and not rebounding as designed. Keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.